Event description:
It was reported via medwatch mw5105545: I received a stryker triathlon left knee replacement. When I awoke, my left foot was turned inward. The pain after replacement was very severe. I entered rehabilitation in a nursing home facility for 10 days during which the therapists worked to straighten out my foot. I went for 5 more weeks of in home and outpatient therapy which never resolved the constant ache or pain. I explained this to the surgeon who said it would take up to one year to resolve. Xrays every few months-no conclusions. At year's end, he finally noted the pain was up to my thigh in his notes. He had no suggestions but a knee brace which did not help. The pain never resolved ranging from aggravating pain to severe pain to throbbing pain. Soon the pain was back now from hip to calf (left side). I tried acupuncture for the knee and hip for over 1 1/2 years. But, no full relief, xrays and by 2021, I could no longer walk around the block without stopping many times many times due to the pain. Driving became a problem and my knee would throb during the night and wake me up. I sought out a hip and another knee surgeon for second opinions. Both doctors had no real answers. Xrays showed it ok they said but my scar was crooked meaning the placement was off. I was told the knee surgery scar seemed off center and finally a fifth surgeon who specializes in resolving knee replacement issues said he was valgus or turning in of the leg which I did not have prior to the knee replacement. No one suggested another replacement; one of these surgeons saying it would only be 10% effective. I finally sought out a pain clinic which gave me three genicular left knee blocks 2021. Due to my reactive hypoglycemia, these shots have to be monitored carefully as I also have adrenal insufficiency. This has offered a few weeks relief. Another is scheduled. I continue with acupuncture. I believe something is wrong with this knee replacement. According to the surgeon who did the left knee replacement, I had a stryker triathlon right knee replacement in 2009 and never had these issues. I have had numerous xrays, mris, CT scans and injections. This constant seeing doctors and going for these tests is exhausting. I am a senior with other health issues. The pain is exhausting and interferes with my life. I am now waiting to see a surgeon in hospital clinic (shoulder and knee) for knee. Hopefully, he can offer a permanent solution.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Update: d6a (implant date). Reported event: an event regarding malposition involving an unknown stryker knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was experiencing increasing pain following a primary total knee arthroplasty and reported implant malposition. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via medwatch mw5105545: I received a stryker triathlon left knee replacement. When I awoke, my left foot was turned inward. The pain after replacement was very severe. I entered rehabilitation in a nursing home facility for 10 days during which the therapists worked to straighten out my foot. I went for 5 more weeks of in home and outpatient therapy which never resolved the constant ache or pain. I explained this to the surgeon who said it would take up to one year to resolve. Xrays every few months-no conclusions. At year's end, he finally noted the pain was up to my thigh in his notes. He had no suggestions but a knee brace which did not help. The pain never resolved ranging from aggravating pain to severe pain to throbbing pain. Soon the pain was back now from hip to calf (left side). I tried acupuncture for the knee and hip for over 1 1/2 years. But, no full relief, xrays and by 2021, I could no longer walk around the block without stopping many times many times due to the pain. Driving became a problem and my knee would throb during the night and wake me up. I sought out a hip and another knee surgeon for second opinions. Both doctors had no real answers. Xrays showed it ok they said but my scar was crooked meaning the placement was off. I was told the knee surgery scar seemed off center and finally a fifth surgeon who specializes in resolving knee replacement issues said he was valgus or turning in of the leg which I did not have prior to the knee replacement. No one suggested another replacement; one of these surgeons saying it would only be 10% effective. I finally sought out a pain clinic which gave me three genicular left knee blocks 2021. Due to my reactive hypoglycemia, these shots have to be monitored carefully as I also have adrenal insufficiency. This has offered a few weeks relief. Another is scheduled. I continue with acupuncture. I believe something is wrong with this knee replacement. According to the surgeon who did the left knee replacement, I had a stryker triathlon right knee replacement in 2009 and never had these issues. I have had numerous xrays, mris, CT scans and injections. This constant seeing doctors and going for these tests is exhausting. I am a senior with other health issues. The pain is exhausting and interferes with my life. I am now waiting to see a surgeon in hospital clinic (shoulder and knee) for knee. Hopefully, he can offer a permanent solution.